Event description:
On (B)(6) 2010, philips rec'd a medwatch report for an incident that occurred on (B)(6) 2010. The nurse mgr attempted to use the device on a pt who had coded. When the device was powered up, its ready for use indicator displayed a red x. The nurse manager attempted to reset the device, but this did not resolve the red x condition. She switched to a backup device, and the pt was shocked back into a rhythm. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): on (B)(4) 2010, philips rec'd a medwatch report for an incident that occurred on (B)(6)2010. The nurse manager attempted to use the device on a pt who had coded. When the device was powered up, its ready for use indicator displayed a red x. The nurse mgr attempted to reset the device, but this did not resolve the red x condition. She switched to a backup device, and the pt was shocked back into a rhythm. There was no reported adverse pt impact. On (B)(6) 2010, the hospital biomed and nurse mgr investigated this incident. It was found that a newly hired pt care technician (pct) had run the opcheck test 20 minutes prior to the code. It was stated that the pt care technician's not connecting the pacer cable was the cause of the test failure. The nurse mgr reported that she educated this pt care technician and will re-educate all of the nurses and pct's in properly running the daily checks. We will consider this to be a user misunderstanding, where the device was not properly set up to run the opcheck test.